Event description:
Customer reports 7 incidents of blood leaks during the month of the event date (exact dates unknown). All incidents occurred on dry-pack dialyzers at the onset of patient treatment. All were noted by blood leak alarms and visible blood in the dialysate. All treatments were resumed with new dialyzers and new bloodlines without incident. No patient injury or medical intervention reported.